Event description:
It was reported the customer was receiving no delivery alarms on their insulin pump. The customer stated the alarm would occur during normal use. Customer also stated they had to manually push insulin through. Customer could not troubleshoot at the time of the call. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.